Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: patient expressed dissatisfaction as she wanted bigger size. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old hispanic female patient underwent primary breast augmentation with a 325cc mentor smooth round moderate profile on both sides and expressed dissatisfaction as she wanted to go bigger in size. As a result, the patient underwent explantation and replacement with catalog number 3505001bc; serial number (B)(4) on the left side, and with catalog number 3505001bc; serial number (B)(4) on the right side on (B)(6) 2007. This report is for the patient¿s right-sided device.